Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the jaws of the vessel sealer extend instrument would not close. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the or staff used a backup instrument to complete the procedure robotically with no injury to the patient.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis. Failure analysis confirmed/ replicated the reported complaint. The instrument was placed and driven on an in house system and it failed to move intuitively. The instrument was inspected and found no damage at the distal or proximal end. Additional finding not reported by the site: the instrument failed the self-test intermittently with a blade may be exposed error. The root cause of this failure is not determinable/ applicable. A review of the logs showed a homing failure. The instrument was transferred to the advanced failure analysis (afa) for further investigation. Afa confirmed above findings. Grip tube retaining ring was dislodged, and it was recovered inside the housing. The dislodged retaining ring caused the non-intuitive motion of the instrument jaws and homing failures. Additionally, the grip tube washer was found slightly dislodged from its original location. The instrument failed homing 23 minutes after start of use, after which the instrument was no longer used. There was no indication of a potential sealing issue found in the logs or reported by the customer. This failure is attributed to manufacturing. A review of the site's complaint history does not reveal additional complaints involving this product or this event. A review of the instrument log for the vessel sealer extend instrument (part number: 480422-01, lot number: l91210802-0005) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021 on system (B)(4). This is a single use instrument. The instrument was used for 13 minutes. No image or video clip for the reported event was submitted for review. This complaint is being reported as a reportable malfunction due to the following conclusion: failure analysis confirmed the endowrist vessel sealer instrument has a component failure that would not allow the grips to open with use of grip release with no evidence or claim of user mishandling or misuse. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.